Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An eternal visual inspection was performed and failed due to a defective usb connector. Charge and boot tests were performed and failed due to a defective usb connector. An internal visual inspection was performed and passed. The receiver log was not downloaded for review, due to no communication between pc and the receiver. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.